Manufacturer narrative:
(B)(4).

Event description:
It was reported that a receiver reinitialization occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. A functional test was performed and passed relevant testing. Performance data was not reviewed as no data was provided for evaluation with the investigation window. The receiver case was opened, and an internal visual inspection was performed and passed. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.